Event description:
During second follow up with surgeon following tibial orif, the x-ray showed a broken plate. The pt underwent removal of hardware and revision.

Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusions could be drawn, as no product was returned. A device history record review for the subject device has been requested.